Event description:
Same case as MDR ID# 2134265-2015-02358. (B)(4) clinical study. It was reported that the patient died. In (B)(6) 2014 the patient presented due to unstable angina and was referred for cardiac catheterization which revealed two target lesions. Target lesion #1 was located in the left main coronary artery (lmca) extending to the proximal left anterior descending artery (lad) with 90% stenosis and a length of 38mm with a reference vessel diameter of 3.5mm. Target lesion #1 was treated with pre-dilatation and placement of a 3.50 x 38mm study stent. Following post dilatation, the residual stenosis was 5%. Target lesion #2 was located in the lmca extending to the proximal lad with 90% stenosis and a length of 38mm with a reference vessel diameter of 3.5mm. Target lesion #2 was treated with direct placement of a 3.50 x 38mm study stent. Following post dilatation, the residual stenosis was 5%. Five days post index procedure, the patient was discharged on aspirin and clopidogrel. On the same day, the patient died. The primary cause of death is unknown at this time.

Manufacturer narrative:
Device is a combination product. It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).